Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient was feverish and experienced a staph infection. The atrial lead was explanted due to the infection. The patient condition was unknown.